Event description:
Report received that the cane broke while in use. The consumer states she had just come up the stairs and had started to walk forward. After a step or two, the cane "collapsed and bent then broke in half at the 8th extension adjustment hole from the bottom" causing her to fall forward. She was seen by her physician and is being treated with pain medication for "bruised ribs". The cane has been discarded and is not available for evaluation. No additional information was provided.

Manufacturer narrative:
The consumer brought the cane back to the store from which it was purchased. They provided her a new cane. The manager reports the cane was discarded by them. They were not able to describe the condition of the cane when they received it other than "broken".